Manufacturer narrative:
Calibration and control data were acceptable. No issues were identified during a review of the alarm trace data. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the sodium electrode on a cobas 6000 c (501) module. No questionable results were reported outside of the laboratory. The customer questioned the initial results since they were too high, so the samples were repeated. The samples were repeated on a second analyzer and these repeat results were believed to be correct. The first sample initially resulted in a sodium value of 179 mmol/l and it repeated as 138 mmol/l. The second sample initially resulted in a sodium value of 178 mmol/l and it repeated in values of 137 mmol/l and 137 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer reported that the customer was receiving noise errors. The customer tried replacing tubing, but the noise errors persisted. The engineer verified rinse adjustments, checked electrodes for salt buildup, verified the condition of the syringe seals, and verified probe adjustments. The ise reagent bottles were replaced and the ise flow path was conditioned. Calibrations, controls, precision studies, and patient comparison tests were performed. The investigation is ongoing.